Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery. The patient's blood glucose at the time of incident is unknown. During troubleshooting the customer was unable to prime after changing the infusion set twice. The customer then changed the reservoir and was able to successfully prime. The reservoir will be returned for analysis.